Event description:
Information was received from a healthcare provider (hcp) and a consumer via a company representative regarding a patient receiving dilaudid 10 mg/ml (dose 6 mg/day) via an implantable infusion pump. Indications for use included spinal pain. A volume discrepancy was reported. The actual residual volume (arv) of 7cc was greater than the expected residual volume (erv) of 2cc. Additionally, the fluid aspirated from the reservoir was cloudy, and the reporter was uncertain if this had ever occurred previously with this patient's pump/drug. The patient had been complaining of not reaching efficacy, and that "therapy not as good" which began sometime mid-way between the last refill (B)(6) 2014, and the refill on (B)(6) 2014. The daily dose was increased twice since the last refill because the patient was not reaching efficacy. The reporter was going to confer with the hcp at the clinic. Additional information received reported there was no testing done on the cloudy sample of drug. Regarding the volume discrepancy no further troubleshooting was done. The patient was sent for magnetic resonance imaging (MRI) and a computed tomography (CT) scan.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.